Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 of the station had failed. A field service engineer cleaned the moab and tested all pockets. During this process, a defective cubie was found and subsequently removed. Tested fine in a hardware test application. The cubie was removed from the application and unloaded. The technician then reloaded the medication into a new pocket within the same row to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawer 4.2 failed, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.